Manufacturer narrative:
Corrected data: h6- health effect- clinical code (e): '4581- mydriasis' should be removed and '1791' and '4581- mid dilated (non-reactive) pupil' should be added. H6- health effect - impact code (f): 4614 should be added. B5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced corneal edema, mid dilated (non reactive) pupil, elevated iop and medication was prescribed. Reportedly, "post operative mydriasis os (bilateral surgery 2 weeks ago) which is not resolving. Appears that iop was in mid 40s next day (unsure what is was 1-6 hours post implant) os and normal od. Vault about 75% CT. Iop resolved, corneal edema resolved, but pupil staying mid dilated and non reactive, ucva 20/25. Dr v indicated he did use intracameral moxi and is wondering if iop or ic moxi might be etiology. In this case, I am thinking iop elevation overnight more likely than ic moxi but cannot r/o exact etiology or combination effect". The lens remains implanted. The serial number was not provided. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced mydriasis, elevated iop and medication was prescribed. The lens remains implanted. The serial number was not provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H11- manufacturer narrative: iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. H6- health effect- clinical code: 4581- mydriasis. Claim# (B)(4).